Event description:
It was reported that an end user used the hollister advance intermittent urinary catheter but didn't realize the introducer tip looked cracked. It was reported that it caused an injury including slight bleeding. It was further reported that the end user saw his specialist 4 days later. It was reported that the specialist was concerned about an infection and gave the end user antibiotics and steroid cream.

Manufacturer narrative:
Trend analysis conducted and no adverse trends observed. Device history review conducted and no issues identified. Sample not yet returned so sample evaluation not possible and the reported condition of the introducer tip could not be verified. Root cause of reported slight bleeding cannot be determined. Only the di information of the UDI is known due to lack of lot number information.